Event description:
Unable to deploy the stent graft: during implantation of the leg extension stent-graft to the main bifurcated stent-graft, while the outer sheath was being lowered to deploy the leg extension stent-graft, the stent graft inside the outer sheath was also lowered together and then landed on the very distal edge of the contralateral side of the main bifurcated stent-graft. As the connection was not good enough, the leg extension stent-graft was about to fall out. Therefore, an additional leg extension stent-graft had to be implanted inside the leg extension stent-graft concerned. Operation type: evar. No blood loss. Image will be able to be obtained (*intra-operative video will be obtained.) No pre-case plan available. Additional information will be able to be obtained. (Tc#bm230401865). Patient outcome - "the patient's outcome is unknown. It is being confirmed whether the patient has any health problems.".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Unable to deploy the stent graft: during implantation of the leg extension stent-graft to the main bifurcated stent-graft, while the outer sheath was being lowered to deploy the leg extension stent-graft, the stent graft inside the outer sheath was also lowered together and then landed on the very distal edge of the contralateral side of the main bifurcated stent-graft. As the connection was not good enough, the leg extension stent-graft was about to fall out. Therefore, an additional leg extension stent-graft had to be implanted inside the leg extension stent-graft concerned. Operation type: evar no blood loss image will be able to be obtained (*intra-operative video will be obtained.) No pre-case plan available additional information will be able to be obtained (tc#bm230401865) patient outcome - "the patient's outcome is unknown. It is being confirmed whether the patient has any health problems."